Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and versacross connect were selected to be used. The was and the versacross connect were advanced to the superior vena cava (svc) for transeptal puncture. An initial attempt was performed but did not have enough reach to the septum. The system was pulled into the inferior vena cava (ivc) and the versacross connect was separated from the was and an additional curve was added outside the body. After re-flushing the was and versacross dilator, it was re-inserted and further advanced to the svc. The physician proceeded to drop down onto the septum and a clot was visualized at the tip of the was sheath via transesophageal echocardiography (tee). The physician aspirated the clot and pulled the devices out of the patient's body. A new watchman fxd curve access system was opened, prepared and used for the rest of the procedure. A 31mm watchman flx pro closure device was prepared, deployed and released upon meeting position, anchor, size and seal (pass) criteria. The patient was stable the entirety of the case.